Event description:
The manufacturer became aware that a user of the dreamstation 2 advanced auto CPAP had states her husband passed away. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.